Event description:
It was reported that the ilet user experienced a high glucose alert to 356 mg/dl and, believing the pump was not delivering insulin, administered 10 units of fast-acting subcutaneous insulin by pen without disconnecting the ilet. The user later measured a blood glucose of 110 mg/dl and questioned why the insulin on board and reservoir volume remained high, while the device was explained to deliver insulin according to need. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and that the event involved an improper or incorrect procedure or method with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.